Event description:
Same cases as: 2134265-2015-00967 and 2134265-2015-00966. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter. The motordrive unit (mdu) would stop performing automatic pullback sometimes. This occurred outside the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same cases as: 2134265-2015-00967 and 2134265-2015-00966. It was further reported that during percutaneous coronary intervention (pci), movement of the motordrive unit (mdu) would stop when an automatic pullback was performed. Subsequently, the ilab ultrasound imaging system was rebooted and reconnection of the coronary imaging catheter and sled was done, hence, the motordrive unit (mdu) was able to move again. The procedure was completed using the same device. No patient complications were reported and patient's status is stable.